Manufacturer narrative:
H6- health effect- clinical code: 4581- shallow ac. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and shallow ac. Reportedly, "very high vault and crowding of his ac". In a separate surgery the lens was exchanged with the same model/ shorter length and the problem was resolved.